Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that started seeing eos "about 6 months ago", and didn't allege any device longevity complaints. Pt then said they started experiencing "a shocking my nerves and making the pain worse" and said this started around thanksgiving. Pt says "if I sit in a chair the pain is terrible". Pt did mention having a fall "probably in the fall of 2021 around september". The patient was redirected to their healthcare provider to further address the issue. Pt doesn't have hcp. Pss read names / numbers of hcp over the phone.